Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 6. Details of surgery: primary stability not achieved and ridge augmentation. On 2024-07-11, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.